Manufacturer narrative:
Provided updated and final event summary. All patient, device, and conclusion codes remain unchanged. It was reported to gore that a patient presented with bleeding in the gastroduodenal artery, which was treated with a gore® viabahn® endoprosthesis on (B)(6) 2017. It was reported that prior to implantation, the gore® viabahn® endoprosthesis was visually inspected, which showed the catheter had a slight kink proximal to the endoprosthesis. According to the report, a decision was made to proceed with use of the gore® viabahn® endoprosthesis. It was reported the device was inserted over a 0.018 v18 guidewire and advanced to the target lesion and deployed without any difficulties. It was reported that after device deployment, the catheter fractured at the point where the kink had been observed. According to the report, the fractured portion remained within the deployed endoprosthesis, and that it was not possible to remove the fractured portion. It was reported the patient was transferred to another hospital for liver transplant. According to the physician, the specimen was removed from the liver. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and testimony submitted and presented at the (B)(6) 2018 inquest and are as follows: a letter dated september 25, 2017 and written by the implanting physician states: ¿I was aware that the patient had had a whipple¿s resection for presumed duodenal/ampullary tumour and had suffered bleeding [(B)(6) 2017] requiring mesenteric angiography and embolization¿mr (B)(6) explained that the patient had been unwell over the (B)(6) weekend. We reviewed the most recent CT scan ([(B)(6) 2017]) which showed an increase in the anastomotic collection consistent with ongoing significant leak and a collection around the liver. Mr (B)(6) explained that there had been further bleeding within the drains over the previous 24 hours and that the patient was becoming more unstable. This bleeding had occurred despite the recent gastroduodenal artery stump coil embolization. I agreed to perform repeat mesenteric angiography but explained that hepatic artery stenting would potentially be high risk particularly as there may not be convincing evidence of ongoing active haemorrhage.¿ the september 25, 2017 letter provides the following procedural details regarding the (B)(6) 2017 implant procedure: ¿the coeliac axis was cannulated with an 0.018 inch v18 wire passed into right hepatic artery branches. This was uneventful. The portal vein was noted to be patent. It was difficult to track a 7 french sheath (terumo destination) and subsequently a 40 cm balkan sheath was used in the tip of the coeliac axis. It was difficult to obtain a secure position in the origin of the coeliac axis and prolonged manipulation did result in spasm and some clot forming within the right hepatic artery system.¿ the september 25, 2017 letter regarding the implant procedure states: ¿at this stage, although there was forward flow on angiography through the sheath, I felt that rapid stenting was even more necessary to improve flow. Further clot was likely to form with prolonged manipulation and any small trauma in the common hepatic artery that may have resulted so far. Of note no macroscopic dissection was visible.¿ the september 25, 2017 letter regarding the implant procedure states: ¿the only available stent graft in stock was the 7 x 50 mm viabahn. On examination of this on the table there appeared to be a kink immediately proximal to the stent in the delivery system but the device did appear intact and the stent itself appeared undamaged. On a balance of clinical need¿.and the fact that no other stent was available¿I made a decision to deploy the stent. I was able to load the system onto the v18 guidewire and subsequently the stent tracked with ease into the coeliac axis origin to cover the gda stump.¿ additional information was provided during a (B)(6) 2018 inquest. It was reported that the kink identified prior to insertion into the patient was noted as a ¿subtle abnormality in contour¿ and appeared to be less than 15 degrees. It was reported that regarding the risk to proceed with insertion of the gore device on (B)(6) 2017, a clinical decision was made to deploy the stent due to the emergent nature of the case and that it would have taken at least an hour, if not more, to receive a different device. It was reported the stent was inspected and appeared intact prior to insertion. Additionally, it was reported that regarding the risk of inserting a kinked stent, the catheter kink was in an area proximal to the stent. The physician reportedly did not anticipate the kink having an impact on the function of stent itself. The september 25, 2017 letter regarding the implant procedure continues: ¿the stent was deployed satisfactorily. On withdrawal of the delivery system I became aware that the tip of the delivery system had become separated from the main shaft and the tip of the delivery system was visible within the stent. I immediately informed mr (B)(6) who went to discuss the situation with professor (B)(6). In the meantime I tried several attempts to snare the plastic fragment using a 4mm microsnare, without success." According to additional information received during the (B)(6) 2018 inquest, it was reported the device was deployed landing at the origin of the left hepatic artery with complete seal of the gastroduodenal artery (gda). The gda stump was reported to originate from the inferior to the celiac plexus with distal takeoff to the celiac artery. The september 25, 2017 letter regarding the implant procedure continues: ¿professor (B)(6) then attended the case and reviewed the images. I explained that the stent had deployed and covered the gda stump, satisfactorily removing it as a potential source of haemorrhage. I also explained the delivery system had failed, resulting in the plastic tip remaining within the stent. I explained that I had tried unsuccessfully to snare the fragment. At this time I was able to pass a catheter into the small, narrow calibre but patent left hepatic artery and demonstrate flow from the proximal end of the stent into the hepatic artery without significant thrombus, although no flow was visible in the right hepatic arterial system.¿ ¿at this stage, as the left hepatic artery was shown to be patent and the portal vein was patent, a combined decision was made to terminate the procedure. The patient remained haemodynamically stable at this point and was transferred back to itu.¿ ¿¿given the high-risk nature of surgery and the presence of patent portal vein and left hepatic artery, [dr (B)(6)] would rather observe the patient with supportive management at this stage.¿ according to additional information provided during the (B)(6) 2018 inquest, it was reportedly difficult to discern on angiogram if the detached component was anchored or free floating. It was reported the detached component did not move or float around. It was reported that regarding the attempts to snare the detached portion of the delivery catheter on (B)(6) 2017, the fractured tip sat half in and half out of the stent close to the branch between the right and left hepatic arteries, with the tip extending towards the right hepatic artery. According to a supplementary witness statement dated (B)(6) 2018, the implanting physician provided the following answers to questions regarding events from the (B)(6) 2017 procedure: post deployment of the endoprosthesis, exactly where was the detached component? ¿the detached component was left within the patient. The tip appeared to lie within the lumen of the stent, with the distal aspect protruding into the hepatic artery.¿ did the two components that detached from the proximal catheter (the distal tip and the distal shaft remain adhered together? ¿as far as could be ascertained from the angiogram at the time of the procedure, the two detached components appeared to remain adhered together, although this cannot be confirmed.¿ was any resistance felt in the catheter prior to catheter detachment? ¿none whatsoever.¿ was any resistance felt upon initial advancement of the delivery catheter over the guidewire, particularly at the location where a kink was observed? ¿no. The catheter tracked with ease.¿ was the delivery catheter rotated or torqued inside the patient prior to deployment? ¿not more than under normal circumstance and a 7f delivery sheath was used in addition.¿ was any resistance felt during catheter removal post deployment? ¿no.¿ were other devices previously implanted within the target vessel? Or any other obstructions in the artery that could have caught on the catheter? ¿no.¿ when the catheter portion detached and remained ¿in the deployed endoprosthesis¿, did it appear to be anchored in any way to anatomy or other devices, or the stent graft itself, or was it free floating within the device lumen? ¿it is difficult to be 100% certain from the angiographic images; however, it did appear to be adherent to the stent graft at least in it¿s proximal aspect, as it was not possible to move it, advance it significantly, nor snare it endovascularly.¿ did the guidewire remain extended through the entire length of the delivery catheter during device advancement deployment and withdrawal? ¿yes of course.¿ the (B)(6) hospital root cause analysis investigation report regarding (B)(6) 2017 further states: ¿kink in stent graft proximal to the stent delivery system although intact and undamaged. Decision to deploy stent due to risk of life threatening haemorrhage. Loaded system on v18 guidewire with some manipulation. Stent tracked into coeliac axis to cover the gda stump. Stent position was satisfactory and excluding gastroduodenal artery was achieved but concerns about thrombosis of right hepatic artery. Stent delivery system fractured and tip seen to enter right hepatic artery. Informed hpb consultant d and hpb consultant b. Tried to snare fragment using 4mm microsnare (retrieval loop) without success. Passed catheter into the small narrow calibre but patent left hepatic artery without significant thrombus (blood clot) although no flow in the right hepatic artery system.¿ the (B)(6) hospital root cause analysis investigation report regarding (B)(6) 2017 continues: ¿discussion between consultant interventional radiologist b and hpb consultant b who agreed to leave deployment within the right hepatic artery as the blood to the liver would be from the left side as it was patent. Considered too high risk to remove piece as the abdomen will be extremely hostile two weeks after surgery and require a completion distal pancreatectomy (removal of remnant pancreas) plus reconstruction of the biliary anastomosis. Terminated the procedure, patient returned to itu. Hpb consultant d explained situation to the family.¿ handwritten operative notes dated (B)(6) 2017 indicate the patient underwent hepatic artery stent placement and hepatic drain. The records state: ¿complex case. Tortuous coeliac axis. Stent placed in cha to exclude gda. Equipment failure ¿ delivery system fractured in situ. Stent some [illegible]. Attempt to snare plastic delivery system unsuccessful.¿ ¿flow in laa. Leave in situ.¿ the handwritten operative notes confirm a gore® viabahn® endoprosthesis with heparin bioactive surface (paj070502/14715327) was used during the procedure. The (B)(6) 2017 operative report and medical records from (B)(6) 2017 detailing the above notes and observations were not provided to gore. Computed tomography (CT) records dated (B)(6) 2017 indicate a liver CT was performed. The records state: ¿clinical details: whipple¿s 5/4, pancreatic anastomotic leak, intra-abdo bleed, gda embolized 18/4 ¿ fragment down right ha ¿ ischemia of liver approx. 70%.¿ according to additional information provided during a (B)(6) 2018 inquest, it was reported the pancreatic anastomotic leak identified on the (B)(6) 2017 CT was at the jejunal pancreatic joint / anastomosis created during the whipple procedure, and this leak reportedly contributed to a higher risk of bleeding. It was also reported during the (B)(6) 2018 inquest that it was likely the left artery was thrombosed before surgery. According to the report, it is possible that clot can migrate in retrograde fashion from the stent to another vessel, even as far back as the origin of the coeliac vessel. The october 12, 2017 physician letter regarding events up to (B)(6) 2017 continues: ¿in [this] case this was ongoing from [(B)(6) 2017] up until saturday [(B)(6) 2017] when he underwent liver transplant and hence the entire area of the liver that had a lack of blood supply and significant death of the liver cells resulted in the infection within the liver. Therefore, the infection came from cell death following interruption to the blood supply to the liver following the radiological intervention.¿ the (B)(6) hospital root cause analysis investigation report regarding (B)(6) 2017 states: ¿became abruptly asystolic (cardiac arrest) and failed to respond to cardio resuscitatory intervention. Patient passes away due to complications of thrombosis (blood clotting) and infarction (obstruction of blood supply) of large and small bowel.¿ medical records indicate the patient passed away in the hospital on (B)(6) 2017. A histology report dated (B)(6) 2017 regarding a specimen received (B)(6) 2017 states the following diagnosis: ¿allograft liver (4 days), core needle biopsy specimen: severe hypoxic / hypoperfusion changes with extensive ischaemic-type hepatocellular damage. Cholestasis. Mild portal inflammatory infiltrate.¿ an autopsy report dated (B)(6) 2017 provides the following clinical history: ¿in reasonable previous health. Underwent whipples procedure at (B)(6) hospital on [(B)(6) 2017] for dysplastic ampullary lesion. Developed postoperative leak on [(B)(6) 2017] and required admission to local itu. On [(B)(6) 2017] developed postoperative bleeding from gastro-duodenal artery (gda) stump and underwent interventional radiology embolization with coil inserted.¿ the autopsy clinical history states: ¿on [(B)(6) 2017] had further intra-abdominal bleeding but CT angiography could not identify bleeding point. On [(B)(6) 2017] underwent further interventional radiology to occlude gda but device catheter tip fractured and migrated to right hepatic artery with resultant hepatic ischemic injury. On [(B)(6) 2017] underwent laparotomy. Visualised 70% ischemic liver. Anastomosis refashioned splenectomy performed with completion pancreatectomy.¿ the (B)(6) 2017 autopsy report continues: ¿now in severe multi-organ failure with acute liver and kidney failure. Transferred to kch litu for further management on [(B)(6) 2017]. On arrival in established multi-organ failure. CT imaging showed ¿extensive hepatic ischaemia with areas of necrosis within the right liver. No hepatic arterial supply to the liver. Preserved portal vein supply. Extensive pancreatic splenic and gastric surgery as part of the post primary surgical management.¿ treated for severe acute liver failure and discussed with multidisciplinary team and super-urgently listed for liver transplantation on [(B)(6) 2017].¿ the autopsy report states: ¿underwent liver transplantation on [(B)(6) 2017]. Findings were those of a hepatic artery blocked with embolisation coils with extensive pus and ascites present. Liver transplantation was performed. >25 litres of blood loss intra-operatively. On return to litu in profound multi-organ failure requiring high level support for cardiovascular, respiratory and renal failure and profound metabolic disarray.¿ the (B)(6) 2017 autopsy report continues: ¿returned to theatres on [(B)(6) 2017] as condition worsening. Found extensive large bowel necrosis and subtotal coiectomy [sic] performed. Remained in severe multi-organ failure with massive vasopressor requirements, mottled peripheries and refractory lactic acidosis. Became abruptly bradycardic and then asystolic, refractory to intervention and pronounced dead on afternoon of [(B)(6) 2017].¿ the autopsy report provides the following summary of post mortem findings: ¿evidence of extensive abdominal surgery, in keeping with clinical history (orthotopic liver transplantation, distal gastrectomy with end-to-side gastrojejunostomy, hepatico-jejunostomy, pancreatectomy, splenectomy, small bowel resection, subtotal colectomy and end enterostomy). Thrombosed metal stent in common hepatic artery. Necrosis and infarction of transplanted liver. Peritonitis. Hypertensive left ventricular hypertrophy. Significant coronary artery atherosclerosis. Pulmonary oedema.¿ the may 2, 2017 autopsy report provides the following cause of death: ¿liver and bowel ischaemia. Multiple surgical and radiological procedures for ampullary dysplasia.¿ the autopsy report provides the following clinicopathological correlation: ¿¿the autopsy findings are in keeping with the described clinical history. Specifically, the duodenum, pancreas, spleen, native liver, part of the small bowel and most of the large bowel had been surgically removed.¿ ¿there was an ischemic transplanted liver, the abdominal cavity showed peritonitis and an occluded common hepatic artery stent was present.¿ ¿based on rsch medical records, the ampullary lesion that prompted the first surgical procedure was a tubulovillous adenoma and two tubular adenoma, all with low grade dysplasia. The native liver confirmed ischaemia and extensive infarction. The resected small and large bowel also showed ischaemia and infarction.¿ the autopsy report clinicopathological correlation continues: ¿the original operation was performed on the basis of a biopsy showing dysplasia in the ampulla.¿ ¿intra-abdominal bleeding occurred after the first two large procedures.¿ ¿angiography performed on [(B)(6) 2017] identified the gastro-duodenal artery as the source of bleeding. Small metal coils were deployed to block the artery.¿ ¿further bleeding occurred on [(B)(6) 2017]. Further angiography was performed. The procedure was described as difficult due to a tortuous coeliac axis. A stent was placed across the common hepatic artery with the intention of blocking the bleeding gastro-duodenal artery. In what was documented as equipment failure, the stent delivery system fractured in situ. The tip migrated and eventually lodged in the right hepatic artery, blocking much of the blood supply to the liver.¿ the autopsy report clinicopathological correlation states: ¿further surgery was performed which showed a further leak at the join between the pancreas and small bowel (pancreato-jejunostomy). This leak was repaired and the spleen and the remainder of the pancreas were removed, presumably due to vascular compromise. At this state, the deceased was in multi-organ failure, attributable to the toll of multiple operations, bleeding, infection from the anastomotic leaks and a rapidly failing liver.¿ the autopsy report clinicopathological correlation continues: ¿after transfer to (B)(6) hospital the day after this procedure, it was felt that the only hope of survival was a liver transplant, although this was considered an extremely risky procedure given the parlous condition of the deceased. This was performed on [(B)(6) 2017]. At the time of this surgery, there was noted to be a leak between the native liver and the small bowel along with large amounts of pus in the abdomen. A donor organ was transplanted. Following surgery, the patient remained critically ill, but a further deterioration prompted a yet another re-operation, where parts of the small bowel and large bowel were found to be ischaemic/infarcted and therefore excised. Unfortunately, the patient¿s condition deteriorated further and he passed away on [(B)(6) 2017]. A record of inquest dated (B)(6) 2018 provides the following medical causes of death: ¿ia. Multi-organ failure and sepsis. B. Liver ischaemia requiring urgent transplantation [(B)(6) 2017] and bowel ischaemia requiring colectomy [(B)(6) 2017]. C. Occlusion of hepatic artery by fractured stent (inserted [april 17]) and anastomotic leak, following whipples procedure for ampullary dysplasia. Ii. Ischaemic and hypertensive disease.¿ the (B)(6) 2018 record of inquest provides the following summary: ¿[the patient] appropriately had a complex elective whipples procedure on [(B)(6) 2017] for a large ampulla. Postoperatively he suffered both an anastomotic jejunal leak and bleeding probably from the gastroduodenal artery stent. Embolisation coils did not prevent a sentinel bleed, which required urgent insertion of a hepatic artery stent. This procedure was complicated by fracture of the stent which caused thrombosis of first the right hepatic artery and then left hepatic artery. This caused massive liver ischaemia, for which he was urgently transferred to (B)(6) hospital for liver transplantation. Post operatively he developed an ischaemic bowel, treated with colectomy, but the combination of sepsis and multi-organ failure caused his death at 16.25 on [(B)(6) 2017]. The stent was deformed prior to insertion and not stocking more than one contributed to death as it meant that its usage was the least risky option for the doctor.¿ conclusion of the coroner as to the death of the patient states: ¿unintended consequences of necessary medical treatment.¿ the delivery system of the gore® viabahn® endoprosthesis (paj070502/14715327) was returned to gore and an engineering evaluation was performed. The following observations were noted during investigation: the gore® viabahn® endoprosthesis was returned with no endoprosthesis or distal tip. There was no distal shaft present past the transition. The distal shaft appears to be broken at the transition. There is distal shaft visible inside the dual lumen shaft. The transition does appear bonded to the dual lumen shaft. Approximately 122.5cm of deployment line was connecting the deployment knob to the hub. Based on the device examination performed, no manufacturing anomalies were identified. A follow-up engineering analysis was performed at magnification to more closely examine the point of catheter breakage. Observations from the follow up analysis are listed below: there was only approximately 0.5 mm of distal shaft present past the transition and no distal tip. Backlighting enabled visual confirmation that approximately 2cm of bond between the distal shaft, transition, and dual lumen catheter was present. No necking (narrowing/stretching of the material) was observed in any of the returned catheter components. The stainless steel wire braid reinforcing the distal shaft was still present within the distal shaft with clear breaks at the end. The engineering analyses confirmed that the break in the distal shaft was present, the catheter components remain bonded at the transition (meeting manufacturing requirements), and no manufacturing anomalies or defects were identified. A manufacturing evaluation of the gore® viabahn® endoprosthesis was also performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Through the engineering evaluations, the presence of the transition bond was confirmed. The distal shaft would have had to experience a full break in order to detach. The distal shaft is a component that is reinforced with a stainless steel braid to increase tensile strength. Additionally, the tensile strength of the distal shaft component is batch tested and this device met all batch pre-release testing specifications. Manipulation of the device, during the procedure or upon or during removal of the device from the packaging, can lead to a kink. Further, the device¿s packaging includes two pouches and a cardboard box that gives a high degree of confidence in prevention of damage during transport. Based on the device examination and the event information provided, it is difficult to assess what could have caused the distal shaft break. However, no manufacturing issues were discovered. The IFU provides the following instructions for inspection prior to use: ¿a. Prior to using the gore® viabahn® endoprosthesis with propaten bioactive surface, all materials and equipment to be used for the procedure should be carefully examined for bends, kinks, or other damage. B. Do not use any defective equipment. C. Do not use the gore® viabahn® endoprosthesis with propaten bioactive surface if the sterile package is compromised or the gore® viabahn® endoprosthesis with propaten bioactive surface is damaged.¿ the gore® viabahn® endoprosthesis with propaten bioactive surface IFU provides the following procedure related hazards and adverse events: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: vessel thrombosis, occlusion, pseudoaneurysm, and trauma to the vessel wall (including rupture or dissection); and / or death. The IFU also provides the following device related hazards and adverse events: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion; side branch occlusion; infection; migration; and device failure. Further, gore, as the manufacturer, does not make recommendations when it comes to the number of devices to stock as it has no control over competitor devices that may be available. The decision of number of devices to stock is up to the medical professionals in the hospital.

Manufacturer narrative:
Our engineers have evaluated the returned device. Their investigation showed the following: the gore® viabahn® endoprosthesis was returned with no endoprosthesis or distal tip. There was no distal shaft present past the transition. The distal shaft appears to be broken at the transition. There is distal shaft visible inside the dual lumen shaft. The transition does appear bonded to the dual lumen shaft. Approximately 122.5 cm of deployment line was connecting the deployment knob to the hub. Based on the device examination performed, no manufacturing anomalies were identified. W.l. Gore & associates cautions in the instructions for use for the gore® viabahn® endoprosthesis within the section ¿precaution¿ to not use the gore® viabahn® endoprosthesis if the medical device is damaged.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4).

Event description:
The patient presented with a bleeding in the gastroduodenal artery which was treated with a gore® viabahn® endoprosthesis. Prior implantation the gore® viabahn® endoprosthesis was visually inspected where the catheter indicates a slight kink proximal to the endoprosthesis. Nevertheless the gore® viabahn® endoprosthesis was inserted over a 0.018 v18 guidewire and advanced to the target lesion and deployed without any difficulties. It was reported to gore that after device deployment the catheter fractured at the point where the kink was visually inspected. It was stated that the fractured portion remained in the deployed endoprosthesis and that it was not possible to remove the fractured portion. Therefore the patient was transferred to another hospital for liver transplant. The physician believes that the specimen have been removed from the liver at this point.

Manufacturer narrative:
Conclusion codes remain unchanged. Added information from additional medical records received. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: a root cause analysis investigation report by royal surrey hospital provides the following description of events from (B)(6) 2017: ¿CT and mesenteric angiogram conducted. Blush from gastroduodenal artery. Gda with blood in the stomach and jejunal (2nd part of small intestine) loop. No extravasation of contrast from the gda stump. Gastro-duodenal stump was of reasonable length. Discussed with consultant interventional radiologist a. Agreed embolisation (blocking) that night of additional vessel stump arising inferiorly from the right hepatic artery. Four ev3 concerto detachable coils deployed to occlude any flow in the gda. Images demonstrated some persistence of contrast in the common hepatic artery. Possible small dissection (tear) of the vessel but other images showed normal flow of contrast.¿ according to a supplementary witness statement dated february 26, 2018, the implanting physician provided the following answers to questions asked by gore: post deployment of the endoprosthesis, exactly where was the detached component? ¿the detached component was left within the patient. The tip appeared to lie within the lumen of the stent, with the distal aspect protruding into the hepatic artery.¿ did the two components that detached from the proximal catheter (the distal tip and the distal shaft_ remain adhered together? ¿as far as could be ascertained from the angiogram at the time of the procedure, the two detached components appeared to remain adhered together, although this cannot be confirmed.¿ was any resistance felt in the catheter prior to catheter detachment? ¿none whatsoever.¿ was any resistance felt upon initial advancement of the delivery catheter over the guidewire, particularly at the location where a kink was observed? ¿no. The catheter tracked with ease.¿ was the delivery catheter rotated or torqued inside the patient prior to deployment? ¿not more than under normal circumstance and a 7f delivery sheath was used in addition.¿ was any resistance felt during catheter removal post deployment? ¿no.¿ were other devices previously implanted within the target vessel? Or any other obstructions in the artery that could have caught on the catheter? ¿no.¿ when the catheter portion detached and remained ¿in the deployed endoprosthesis¿, did it appear to be anchored in any way to anatomy or other devices, or the stent graft itself, or was it free floating within the device lumen? ¿it is difficult to be 100% certain from the angiographic images, however, it did appear to be adherent to the stent graft at least in it¿s proximal aspect, as it was not possible to move it, advance it significantly, nor snare it endovascularly.¿ did the guidewire remain extended through the entire length of the delivery catheter during device advancement deployment and withdrawal? ¿yes of course.¿ the (B)(6) root cause analysis investigation report provides the following description of events from (B)(6) 2017: ¿blood stained fluid in left drain associated with melaena. Hpb consultant b and hpb surgeon d discussed and considered a hepatic artery stent (wire mesh tube). Phoned consultant interventional radiologist b to discuss this. CT scan showed increase in anastomic collection consistent with ongoing significant leak and collection around the liver. Consultant interventional radiologist b agreed to visualise the bleeding point and take a decision regarding placement of a stent. Consultant interventional radiologist b advised that stenting would be high risk as there may not be evidence of ongoing active haemorrhage. Discussed with hpb consultant a who agreed to be guided by consultant interventional radiologist b.¿ the (B)(6) root cause analysis investigation report regarding (B)(6) 2017 continues: ¿mesenteric angiogram by consultant interventional radiologist b. Patient agitated and given large sedation. Unable to consent so consent form 4 (consent for those who are unable to consent) completed by st7 itu doctor. Angiography via superior mesenteric artery. Single main vessel supply the jejunal loop at anastomosis. Some hypervascularity (high concentration of blood vessels) but no focal active extravasation to demonstrate active bleeding. Reviewed image and agreed not safe to empirically embolise without a confirmed site of bleeding as would render the jejunal loop ischaemic (restricted blood flow).¿ the (B)(6) root cause analysis investigation report regarding (B)(6) 2017 further states: ¿coeliac axis angiography confirmed coils in position in the gastroduodenal artery as well as a further distal branch of the hepatic artery placed previously. No active extravasation demonstrated but some contrast filing the remnant proximal gda stump and around the coils. Consistent with continued filling of stump vessel. Discussion between hpb consultant d and hpb consultant b where hpb consultant b still wanted hepatic artery stent as felt bleeding was in gastroduodenal artery stump. Stenting of hepatic artery to cover opening of the gastro-duodenal artery was agreed.¿ the (B)(6) root cause analysis investigation report regarding (B)(6) 2017 continues: ¿stenting by consultant interventional radiologist b. Coeliac axis cannulated with 0.018 inch v18 wire passed into right artery branches was uneventful. Portal vein patent. Difficult to track a 7 french sheath (terumo destination) only had 90cm one. 40cm balkan sheath was used in the tip of the coeliac axis. Difficult to obtain a secure position in the origin of the coeliac axis. Prolonged manipulation resulted in spasm and some clot forming within right hepatic artery. Forward flow on angio through the sheath but concern a further clot would form with more manipulation and any small trauma already caused although no macroscopic dissection was visible.¿ the (B)(6) root cause analysis investigation report regarding (B)(6) 2017 further states: ¿kink in stent graft proximal to the stent delivery system although intact and undamaged. Decision to deploy stent due to risk of life threatening haemorrhage. Loaded system on v18 guidewire with some manipulation. Stent tracked into coeliac axis to cover the gda stump. Stent position was satisfactory and excluding gastroduodenal artery was achieved but concerns about thrombosis of right hepatic artery. Stent delivery system fractured and tip seen to enter right hepatic artery. Informed hpb consultant d and hpb consultant b. Tried to snare fragment using 4mm microsnare (retrieval loop) without success. Passed catheter into the small narrow calibre but patent left hepatic artery without significant thrombus (blood clot) although no flow in the right hepatic artery system.¿ the (B)(6) root cause analysis investigation report regarding (B)(6) 2017 continues: ¿discussion between consultant interventional radiologist b and hpb consultant b who agreed to leave deployment within the right hepatic artery as the blood to the liver would be from the left side as it was patent. Considered too high risk to remove piece as the abdomen will be extremely hostile two weeks after surgery and require a completion distal pancreatectomy (removal of remnant pancreas) plus reconstruction of the biliary anastomosis. Terminated the procedure, patient returned to itu. Hpb consultant d explained situation to the family.¿ the (B)(6) root cause analysis investigation report regarding (B)(6) 2017 further states: ¿review by hpb consultant a. Haemodynamically stable but distended abdomen with large amount of altered blood and clots in the peritoneal cavity (area between abdominal wall and peritoneum of the abdominal organs). To review with hpb consultant b about exploring patient via laparotomy (surgical incision of abdomen) and requested assistance from itu consultant.¿ the (B)(6) root cause analysis investigation report regarding the (B)(6) 2017 decision to stent states: ¿the panel agreed that as the patient¿s hb was dropping despite blood transfusions, then it was appropriate to attempt a stent. There were extensive conversations at all stages between the hpb consultants and interventional radiologists regarding the most appropriate approach. Initially coiling was undertaken. The stump was already coiled so a stent was then attempted.¿ the (B)(6) root cause analysis investigation report regarding the (B)(6) 2017 decision to stent continues: ¿the panel queried whether the stent used was appropriate. There was a concern regarding the lack of stents available and, ideally, we would not have used a kinked stent. There are normally only 2 stents available and the other stent was used on the friday of a (B)(4) so a replacement was unable to be purchased. The stent cannot be visualised in the packaging as it is opaque so we would not have known it was kinked until it was unwrapped. However, as the coeliac axis was clotting, there was need for immediate action. Further surgery would have been considered inappropriate at this time. The (B)(6) root cause analysis investigation report regarding the (B)(6) 2017 stent retrieval attempt states: ¿it was agreed by the panel that retrieval of the stent fracture was likely to have been impossible as it could not be reached by the interventional radiologist in his first two attempts.¿ the (B)(6) 2017 operative report and medical records from (B)(6) 2017 detailing the above notes and observations was were not provided to gore. The (B)(6) root cause analysis investigation report provides the following description of events from (B)(6) 2017: ¿review by hpb consultant a. Discussed with hpb consultant b and agreed exploration due to transaminases (liver biomarkers) suggestive of liver ischemia. At surgery, there was altered blood in the peritoneal cavity a collection inferior to anastomosis (pancreaticojejunostomy) and the gastrojejunal anastomosis was disconnected.¿ the (B)(6) root cause analysis investigation report regarding (B)(6) 2017 continues: ¿a distal pancreatectomy with splenectomy (spleen removal) was carried out by hpb consultant a with hpb consultant b. Liver very ischemic. Right lobe very ischemic apart from some part of segment IV. Left lobe ischemic, 40-50% ischemia. Liver swollen. Transfused 6 red cell units, 4 ffps (fresh frozen plasma) and 3 litres crystalloids. Haematoma around pancreatico-jejunal anastomosis. Anastomosis largely disrupted. Closed the end of the intestine where the bile duct joined it.¿ the (B)(6) root cause analysis investigation report regarding (B)(6) 2017 further states: ¿post-op, patient still requiring renal replacement therapy and 60% fi02. Discussed with hpb consultant b. Agreed limited therapeutic options. Liver transplant considered. Bilirubin 93. Alkaline phosphates 960. Alt 4,286. Hyperkalemic. 1.3 inr stable. For hepatology review and discussion with (B)(6). Discussed with transplant coordinator who agreed transfer and admission to their liver itu (litu) for transplantation as an acute case. Itu consultant said not for anti-coagulation but agreed (B)(6) transfer. Histology showed the ampullary polyp was a tubulovillous adenoma (duodenal polyp) with low grade dysplasia (abnormal tissue cells) of the ampullary polyp and two other polyps in duodenum and proximal jejunum demonstrated low grade dysplasia. As benign, itu at (B)(6) agreed transfer for transplantation. The (B)(6) root cause analysis investigation report regarding (B)(6) 2017 states: ¿transfer to litu at (B)(6). Intubated, sedated and mechanically ventilated.¿ ¿multiple organ failure renal, respiratory, cardiovascular and liver.¿ the (B)(6) root cause analysis investigation report regarding (B)(6) 2017 states: ¿patient stabilised partly due to vasopressor dependence and metabolic derangement but still in multi-organ failure. Discussed with mdt. Only chance of survival was liver transplant. Listed super urgently.¿ a physician letter dated october 12, 2017 provides the following summary of events up to (B)(6) 2017: ¿mr (B)(6)¿s liver was healthy prior to him undergoing the whipple procedure. However following it, he had a leakage from the join of the pancreas to the bowel. This resulted in bleeding that required radiological intervention to stop the bleeding. The initial radiological intervention to stop the bleeding was done by putting coils into the gastroduodenal artery that the branch of the main hepatic artery [sic].¿ the october 12, 2017 physician letter regarding events up to (B)(6) 2017 continues: ¿it is unclear whether there was ongoing bleeding following this intervention but the patient underwent a second radiological intervention to put a stent (a tube) within the hepatic artery. During this procedure there was a technical complication, in that part of the equipment dislodged and occluded the blood supply to the liver in the hepatic artery.¿ the october 12, 2017 physician letter regarding events up to (B)(6) 2017 continues: ¿due to the lack of blood supply to the liver, predominantly to the right side, there was death of the liver cells that we call medically infarction of the liver. When you get death of the cells within the liver that does not have a blood supply or satisfactory blood supply, this then results in infection as a result of cell death.¿ the october 12, 2017 physician letter regarding events up to (B)(6) 2017 continues: ¿in mr (B)(6)¿s case this was ongoing from [(B)(6) 2017] up until saturday [(B)(6) 2017] when he underwent liver transplant and hence the entire area of the liver that had a lack of blood supply and significant death of the liver cells resulted in the infection within the liver. Therefore, the infection came from cell death following interruption to the blood supply to the liver following the radiological intervention.¿ the (B)(6) root cause analysis investigation report regarding the patient¿s post-operative condition from (B)(6) 2017 states: ¿(B)(6) post-op. Markedly unstable.¿ the (B)(6) root cause analysis investigation report regarding (B)(6) 2017 states: ¿appearance of abdominal necrosis and/or overwhelming sepsis. Considered washout procedure.¿ the (B)(6) root cause analysis investigation report regarding the patient¿s post-operative course on (B)(6) 2017 states: ¿refractory lactic acidosis.¿ ¿refractorily elevated noradrenaline with profound circulatory failure with mottling (discolouration) of upper and lower limbs, thorax and abdomen. Pupils fixed and unreactive.¿ the (B)(6) root cause analysis investigation report regarding (B)(6) 2017 states: ¿became abruptly asystolic (cardiac arrest) and failed to respond to cardio resuscitatory intervention. Patient passes away due to complications of thrombosis (blood clotting) and infarction (obstruction of blood supply) of large and small bowel.¿ a record of inquest dated march 20, 2018 provides the following medical causes of death: ¿ia. Multi-organ failure and sepsis. Liver ischaemia requiring urgent transplantation [(B)(6) 2017] and bowel ischaemia requiring colectomy [(B)(6) 2017]. Occlusion of hepatic artery by fractured stent (inserted [(B)(6)]) and anastomotic leak, following whipples procedure for ampullary dysplasia. Ii. Ischaemic and hypertensive disease.¿ as reported in event (B)(4), the delivery system of the gore® viabahn® endoprosthesis (paj070502/14715327) was returned to gore and an engineering evaluation was performed. The following observations were noted during investigation: the gore® viabahn® endoprosthesis was returned with no endoprosthesis or distal tip. There was no distal shaft present past the transition. The distal shaft appears to be broken at the transition. There is distal shaft visible inside the dual lumen shaft. The transition does appear bonded to the dual lumen shaft. Approximately 122.5cm of deployment line was connecting the deployment knob to the hub. Based on the device examination performed, no manufacturing anomalies were identified. As reported in event (B)(4), a manufacturing evaluation of the gore® viabahn® endoprosthesis was also performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU) provides the following intended use / indications: ¿the gore® viabahn® endoprosthesis with propaten bioactive surface is a flexible, self-expanding endoluminal prosthesis for endovascular grafting of peripheral arteries.¿ the IFU provides the following instructions for inspection prior to use: ¿a. Prior to using the gore® viabahn® endoprosthesis with propaten bioactive surface, all materials and equipment to be used for the procedure should be carefully examined for bends, kinks, or other damage. B. Do not use any defective equipment. C. Do not use the gore® viabahn® endoprosthesis with propaten bioactive surface if the sterile package is compromised or the gore® viabahn® endoprosthesis with propaten bioactive surface is damaged.¿ the gore® viabahn® endoprosthesis with propaten bioactive surface IFU provides the following procedure related hazards and adverse events: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: vessel thrombosis, occlusion, pseudoaneurysm, and trauma to the vessel wall (including rupture or dissection); and / or death. The IFU also provides the following device related hazards and adverse events: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion; side branch occlusion; infection; migration; and device failure.

Manufacturer narrative:
(B)(4). Added patient identifier. Added date of birth. Added weight. Added outcomes attributed to adverse event and date of death. Added additional event information. Added pre-existing medical history. Concomitant medical products - 0.018 inch v18 wire, 7 french sheath (terumo destination), the 40 cm balkan sheath, 4mm microsnare, [unknown type] catheter used for intra-op imaging. Updated manufacturer contact information. Corrected report type. Added conclusion codes. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: a letter dated (B)(6) 2017 and written by the implanting physician states: ¿I was aware that the patient had a whipple¿s resection for presumed duodenal/ampullary tumour and had suffered bleeding (B)(6) 2017 requiring mesenteric angiography and embolization. Mr (B)(6) explained that the patient had been unwell over the easter weekend. We reviewed the most recent CT scan ((B)(6) 2017) which showed an increase in the anastomotic collection consistent with ongoing significant leak and a collection around the liver. Mr(B)(6) explained that there had been further bleeding within the drains over the previous 24 hours and that the patient was becoming more unstable. This bleeding had occurred despite the recent gastroduodenal artery stump coil embolization. I agreed to perform repeat mesenteric angiography but explained that hepatic artery stenting would potentially be high risk particularly as there may not be convincing evidence of ongoing active haemorrhage.¿ the (B)(6) 2017 physician letter provides the following procedural details regarding the (B)(6) 2017 implant procedure: ¿the patient attended for mesenteric angiography in the morning¿I performed selective angiography via the superior mesenteric artery. This demonstrated a single main vessel supplying the jejunal loop at the site of the anastomosis. There was some hypervascularity at this point but there was no focal active extravasation demonstrated to suggest active bleeding. Following discussion and image review. It was felt that it would not be safe to empirically embolise this without a confirmed site of bleeding as it would almost certainly render the jejunal loop ischaemic.¿ the (B)(6) 2017 letter provides the following procedural details regarding the (B)(6) 2017 implant procedure: ¿the coeliac axis was cannulated with an 0.018 inch v18 wire passed into right hepatic artery branches. This was uneventful. The portal vein was noted to be patent. It was difficult to track a 7 french sheath (terumo destination) and subsequently a 40 cm balkan sheath was used in the tip of the coeliac axis. It was difficult to obtain a secure position in the origin of the coeliac axis and prolonged manipulation did result in spasm and some clot forming within the right hepatic artery system.¿ the (B)(6) 2017 letter regarding the implant procedure states: ¿at this stage, although there was forward flow on angiography through the sheath, I felt that rapid stenting was even more necessary to improve flow. Further clot was likely to form with prolonged manipulation and any small trauma in the common hepatic artery that may have resulted so far. Of note no macroscopic dissection was visible.¿ the (B)(6) 2017 letter regarding the implant procedure states: ¿the only available stent graft in stock was the 7 x 50 mm viabahn. On examination of this on the table there appeared to be a kink immediately proximal to the stent in the delivery system but the device did appear intact and the stent itself appeared undamaged. On a balance of clinical need. And the fact that no other stent was available. I made a decision to deploy the stent. I was able to load the system onto the v18 guidewire and subsequently the stent tracked with ease into the coeliac axis origin to cover the gda stump.¿ the 2017 letter regarding the implant procedure states: ¿the stent was deployed satisfactorily. On withdrawal of the delivery system I became aware that the tip of the delivery system had become separated from the main shaft and the tip of the delivery system was visible within the stent. I immediately informed mr kumar who went to discuss the situation with professor (B)(6). In the meantime I tried several attempts to snare the plastic fragment using a 4mm microsnare, without success. The (B)(6) 2017 letter regarding the implant procedure continues: ¿professor (B)(6) then attended the case and reviewed the images. I explained that the stent had deployed and covered the gda stump, satisfactorily removing it as a potential source of haemorrhage. I also explained the delivery system had failed, resulting in the plastic tip remaining within the stent. I explained that I had tried unsuccessfully to snare the fragment. At this time I was able to pass a catheter into the small, narrow calibre but patent left hepatic artery and demonstrate flow from the proximal end of the stent into the hepatic artery without significant thrombus, although no flow was visible in the right hepatic arterial system.¿ ¿at this stage, as the left hepatic artery was shown to be patent and the portal vein was patent, a combined decision was made to terminate the procedure. The patient remained haemodynamically stable at this point and was transferred back to itu.¿ ¿¿given the high-risk nature of surgery and the presence of patent portal vein and left hepatic artery, [dr menezes] would rather observe the patient with supportive management at this stage.¿ handwritten operative notes dated april 18, 2017 indicate the patient underwent hepatic artery stent placement and hepatic drain. The records state: ¿complex case. Tortuous coeliac axis. Stent placed in cha to exclude gda. Equipment failure ¿ delivery system fractured in situ. Stent some [illegible]. Attempt to snare plastic delivery system unsuccessful.¿ ¿flow in laa. Leave in situ.¿ the handwritten operative notes confirm a gore® viabahn® endoprosthesis with heparin bioactive surface (paj070502/14715327) was used during the procedure. An operative report for the april 18, 2017 procedure was not provided. ICU trainee notes dated (B)(6) 2017 state: ¿patient taken to ir for mesenteric [angiography] +/- gda embolisation.¿ the notes state: ¿no obvious bleeding on angiography. Stent sited in common hepatic artery with targeted gda occlusion. On stent deployment catheter tip fractured and [remained] in common hepatic artery adjacent to stent. Unable to retrieve fractured tip despite numerous attempts. Further angio finds patent right and left sided hepatic arterial systems.¿ an operative report for the april 18, 2017 procedure was not provided. The (B)(6) 2017 operative report detailing the above notes and observations was not provided to gore. Discharge summary records of an unknown date state: ¿elective admission for whipple¿s procedure on (B)(6) 2017. Readmission to ICU post operatively with anastomotic leak and hap (B)(6) 2017. Post operative bleeding from gda stump ¿ ira with coil inserted 12/4/2017. Initial improvement. Further intrabdominal blood loss in to surgical drain sites ¿ cta could not define bleeding (B)(6) 2017. (B)(6) 2017 ira to occlude gda ¿ device catheter tip fractured and migrated to r hepatic artery. Taken to theatre (B)(6) 2017 refashioned anastomosis, splenectomy and completion pancreatectomy. Visualised 70% ischaemic liver. Acute liver + kidney injury 19/04, multiple organ failure. Questionable perfusion to liver.¿ an incident investigation form dated (B)(6) 2017 states: ¿patient from itu in interventional suite, main xray, having an interventional radiological procedure for bleeding vessels.¿ ¿stent opened from sterile packaging and taken from plastic holder. Radiologist noted vascular stent appeared slightly kinked whilst attempting to pass the stent over the guidewire. Replacement stent not available. As patients condition required stenting it was decided to proceed to deploy the stent. Although the stent was well placed, unfortunately a small piece of the stent delivery system detached and became lodged in the stent. Attempts were made to retrieve the piece however it was not possible. Manufacturing company of stent also contacted for any advice. On discussion with hepato-biliary consultants it was decided to leave attached piece in place. Patient returned to itu post procedure.¿ the record indicates the delivery system was retained for return to gore, and an engineering evaluation of the returned delivery system and a manufacturing evaluation were performed under event (B)(6) . Computed tomography (CT) records dated (B)(6) 2017 indicate a liver CT was performed. The records state: ¿clinical details: whipple¿s 5/4, pancreatic anastomotic leak, intra-abdo bleed, gda embolized 18/4 ¿ fragment down right ha ¿ ischemia of liver approx. 70%.¿ the (B)(6) 2017 CT records further state: ¿there remains high density collection in the pancreatic bed measuring 10 cm x 3.6 cm x 12 cm. There are no features suggestive of ongoing haemorrhage and this collection is likely to represent old haematoma as a postop feature.¿ ¿the liver is largely necrotic with extensive ischaemia throughout all of the right liver and segment 4. In addition patchy marked reduced perfusion lies within the caudate lobe and lateral left liver segments. There is some peripheral portal venous gas within segment 8, 5, and 6. Note is made of the previous embolisation and hepatic arterial stent procedures with subsequent hepatic arterial occlusion. The coeliac axis now appears occluded, the splenic artery is tied as part of the splenectomy procedure.¿ the (B)(6) 2017 records conclude: ¿extensive hepatic ischaemia with areas of necrosis within the right liver. No hepatic arterial supply to the liver. Preserved portal vein supply. Extensive pancreatic splenic and gastric surgery as part of the post primary surgical management.¿ operative records dated (B)(6) 2017 indicate the patient underwent ¿alf secondary to ha embolisation.¿ findings from the procedure states: ¿dehisced hep jej. Ha blocked with coils till coeliac axis, decision to conduit after hepatectomy. Infected pus and ascites.¿ the procedure notes state: ¿adhesions carefully taken down. Hiliar dissection performed. Hepatic arteries identified and ligated coils in situ. Portal vein skeletonized and divided. Good glow in the portal vein. Portocaval shunt performed with 5-0 prolene suture. L and r lobes of the liver mobilised. Remaining retrohepatic cava exposed, caudate lobe dissected off. Right hepatic vein closed and middle and left hv closed with running suture 4/0 prolene. Hepatectomy completed¿weight (B)(6) grs. Conduit from infrarenal aorta using donor iliac artery from 0+ donor, as arteries coming with liver were atheromatous, using 5-0 prolene continuous suture, aortic conduit taken infracolic to supracolic region.¿ the records further state that a donor liver was implanted with no adverse events, and ¿hemostatis secured patient was coagulopathic at the end of operation.¿ operative records dated (B)(6) 2017 indicate the patient underwent an exploratory laparotomy, subtotal colectomy, bowel resection, and refashioning of terminal roux loop. The procedure surgical summary states: previous mercedes incision opened. Clots around liver and subdiaphragmatic. Findings: necrotic large bowel until sigmoid colon, pus and necrotic right mesocolon. Dehiscence of closed pj. Intact hep jej. Conduit patent with good thrill. Pressure on right lobe of liver. Necrotic jejunum.¿ histology records dated (B)(6) 2017 regarding a specimen collected (B)(6) 2017 state the following clinical information: ¿previous wipple¿s for adenoma of ampulla. Post op bleed. Gda embolized. Stent occlusion of cha. Necrosis r lobe + segment IV. Olt for ischamic liver injury.¿ the histology records indicate the following diagnosis: ¿liver, hepatectomy specimen: ischaemic cholangitis with necrosis of the extrahepatic biliary tree and the peribiliary soft tissue at the porta hepatis associated with marked neutrophilic [infiltrate]. Non-occlusive subintimal fibrosis of the hepatic artery and main branches. Presence of a single recent fibrino-leukocytic infarction involving most part of the right lobe, and partially involving the left lobe. Small fat droplet steatosis and marked cholestatis at the viable hepatic parenchyma. No evidence of background liver pathology.¿ an addendum to the (B)(6) 2017 histology report states: ¿presence of fungal organisms at the intraluminal necrotic material present at the extrahepatic biliary tree, with no identification of infectious organisms at the infarcted liver parenchyma (?candida species).¿ a histology report dated (B)(6) 2017 indicates three specimens from the colon and small bowel were received for evaluation via laparotomy post transplant. The report states the following diagnosis : ¿a) colon, subtotal colectomy: ischaemic necrosis. B) colon, end of roux-loop: ischaemic necrosis. C) small bowel: ischaemic necrosis.¿ medical records indicate the patient passed away in the hospital on (B)(6) 2017. A histology report dated (B)(6) 2017 regarding a specimen received (B)(6) 2017 states the following diagnosis: ¿allograft liver (4 days), core needle biopsy specimen: severe hypoxic / hypoperfusion changes with extensive ischaemic-type hepatocellular damage. Cholestasis. Mild portal inflammatory infiltrate.¿ an autopsy report dated (B)(6) 2017 provides the following clinical history: ¿in reasonable previous health. Underwent whipples procedure at royal surrey county hospital on [(B)(6) 2017] for dysplastic ampullary lesion. Developed postoperative leak on [(B)(6) 2017] and required admission to local itu. [(B)(6) 2017] developed postoperative bleeding from gastro-duodenal artery (gda) stump and underwent interventional radiology embolization with coil inserted.¿ the autopsy clinical history states: ¿[(B)(6) 2017] had further intra-abdominal bleeding but CT angiography could not identify bleeding point. On [(B)(6) 2017] underwent further interventional radiology to occlude gda but device catheter tip fractured and migrated to right hepatic artery with resultant hepatic ischemic injury. On [(B)(6) 2017] underwent laparotomy. Visualised 70% ischemic liver. Anastomosis refashioned splenectomy performed with completion pancreatectomy.¿ the (B)(6) 2017 autopsy report continues: ¿now in severe multi-organ failure with acute liver and kidney failure. Transferred to kch litu for further management on [(B)(6) 2017]. On arrival in established multi-organ failure. CT imaging showed ¿extensive hepatic ischaemia with areas of necrosis within the right liver. No hepatic arterial supply to the liver. Preserved portal vein supply. Extensive pancreatic splenic and gastric surgery as part of the post primary surgical management.¿ treated for severe acute liver failure and discussed with multidisciplinary team and super-urgently listed for liver transplantation on [(B)(6) 2017].¿ the autopsy report states: ¿underwent liver transplantation on [(B)(6) 2017]. Findings were those of a hepatic artery blocked with embolisation coils with extensive pus and ascites present. Liver transplantation was performed. >25 litres of blood loss intra-operatively. On return to litu in profound multi-organ failure requiring high level support for cardiovascular, respiratory and renal failure and profound metabolic disarray.¿ the (B)(6) 2017 autopsy report continues: ¿returned to theatres on [(B)(6) 2017] as condition worsening. Found extensive large bowel necrosis and subtotal coiectomy [sic] performed. Remained in severe multi-organ failure with massive vasopressor requirements, mottled peripheries and refractory lactic acidosis. Became abruptly bradycardic and then asystolic, refractory to intervention and pronounced dead on afternoon of [(B)(6) 2017].¿ the autopsy report provides the following summary of post mortem findings: ¿1. Evidence of extensive abdominal surgery, in keeping with clinical history (orthotopic liver transplantation, distal gastrectomy with end-to-side gastrojejunostomy, hepatico-jejunostomy, pancreatectomy, splenectomy, small bowel resection, subtotal colectomy and end enterostomy). 2. Thrombosed metal stent in common hepatic artery. 3. Necrosis and infarction of transplanted liver. 4. Peritonitis. 5. Hypertensive left ventricular hypertrophy. 6. Significant coronary artery atherosclerosis. 7. Pulmonary oedema.¿ the (B)(6) 2017 autopsy report provides the following cause of death: ¿1(a) liver and bowel ischaemia. 1(b) multiple surgical and radiological procedures for ampullary dysplasia.¿ the autopsy report provides the following clinicopathological correlation: ¿¿the autopsy findings are in keeping with the described clinical history. Specifically, the duodenum, pancreas, spleen, native liver, part of the small bowel and most of the large bowel had been surgically removed.¿ ¿there was an ischemic transplanted liver, the abdominal cavity showed peritonitis and an occluded common hepatic artery stent was present.¿ ¿based on rsch medical records, the ampullary lesion that prompted the first surgical procedure was a tubulovillous adenoma and two tubular adenoma, all with low grade dysplasia. The native liver confirmed ischaemia and extensive infarction. The resected small and large bowel also showed ischaemia and infarction.¿ the autopsy report clinicopathological correlation continues: ¿the original operation was performed on the basis of a biopsy showing dysplasia in the ampulla.¿ ¿intra-abdominal bleeding occurred after the first two large procedures.¿ ¿angiography performed on [(B)(6) 2017] identified the gastro-duodenal artery as the source of bleeding. Small metal coils were deployed to block the artery.¿ ¿further bleeding occurred on [(B)(6) 2017]. Further angiography was performed. The procedure was described as difficult due to a tortuous coeliac axis. A stent was placed across the common hepatic artery with the intention of blocking the bleeding gastro-duodenal artery. In what was documented as equipment failure, the stent delivery system fractured in situ. The tip migrated and eventually lodged in the right hepatic artery, blocking much of the blood supply to the liver.¿ the autopsy report clinicopathological correlation states: ¿further surgery was performed which showed a further leak at the join between the pancreas and small bowel (pancreato-jejunostomy). This leak was repaired and the spleen and the remainder of the pancreas were removed, presumably due to vascular compromise. At this state, the deceased was in multi-organ failure, attributable to the toll of multiple operations, bleeding, infection from the anastomotic leaks and a rapidly failing liver.¿ the autopsy report clinicopathological correlation continues: ¿after transfer to king¿s college hospital the day after this procedure, it was felt that the only hope of survival was a liver transplant, although this was considered an extremely risky procedure given the parlous condition of the deceased. This was performed o(B)(6) n [(B)(6) 2017]. At the time of this surgery, there was noted to be a leak between the native liver and the small bowel along with large amounts of pus in the abdomen. A donor organ was transplanted. Following surgery, the patient remained critically ill, but a further deterioration prompted a yet another re-operation, where parts of the small bowel and large bowel were found to be ischaemic/infarcted and therefore excised. Unfortunately, the patient¿s condition deteriorated further and he passed away on [(B)(6) 2017]. The gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU) provides the following intended use / indications: ¿the gore® viabahn® endoprosthesis with propaten bioactive surface is a flexible, self-expanding endoluminal prosthesis for endovascular grafting of peripheral arteries.¿ the IFU provides the following warning: ¿w. L. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore® viabahn® endoprosthesis with propaten bioactive surface in applications other than the endovascular grafting of peripheral arteries.¿ the IFU provides the following instructions for inspection prior to use: ¿a. Prior to using the gore® viabahn® endoprosthesis with propaten bioactive surface, all materials and equipment to be used for the procedure should be carefully examined for bends, kinks, or other damage. B. Do not use any defective equipment. C. Do not use the gore® viabahn® endoprosthesis with propaten bioactive surface if the sterile package is compromised or the gore® viabahn® endoprosthesis with propaten bioactive surface is damaged.¿ the IFU provides the following warning: "do not use the gore® viabahn® endoprosthesis with propaten bioactive surface for the treatment of lesions that would not allow an operative salvage bypass procedure." The IFU provides the following note for deployment of the gore® viabahn® endoprosthesis with propaten bioactive surface: ¿if, during catheter removal, the tip olive catches on the leading edge of the endoprosthesis, a slight ¿back and forth¿ motion of the catheter may aid in release. Excessive or abrupt force during catheter removal may damage the endoprosthesis or cause separation at the catheter tip.¿ the gore® viabahn® endoprosthesis with propaten bioactive surface IFU provides the following procedure related hazards and adverse events: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: vessel thrombosis, occlusion, pseudoaneurysm, and trauma to the vessel wall (including rupture or dissection); and / or death. The IFU also provides the following device related hazards and adverse events: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion; side branch occlusion; infection; migration; and device failure.

Event description:
It was reported to gore that on (B)(6) 2017, the patient expired.

Manufacturer narrative:
Conclusion codes and patient/device codes remain unchanged. Added information from an inquest that took place on (B)(6) 2018 and from additional medical records received. Updated IFU statements. The following information was provided during an inquest dated (B)(6) 2018: it was reported that regarding the risk to proceed with insertion of the gore device on (B)(6) 2017, a clinical decision was made to deploy the stent due to the emergent nature of the case and that it would have taken at least an hour, if not more, to receive a different device. It was reported the stent was inspected and appeared intact prior to insertion. It was reported that regarding the risk of inserting a kinked stent, the catheter kink was in an area proximal to the stent. The physician reportedly did not anticipate the kink having an impact on the function of stent itself. It was reported that regarding the attempts to snare the detached portion of the delivery catheter on (B)(6) 2017, the fractured tip sat half in and half out of the stent close to the branch between the right and left hepatic arteries, with the tip extending towards the right hepatic artery. According to the report, it was difficult to discern on angiogram if the detached component was anchored or free floating. It was reported the detached component did not move or float around. According to the report, the kink identified prior to insertion into the patient was noted as a ¿subtle abnormality in contour¿ and appeared to be less than 15 degrees. According to the report, the device was deployed landing at the origin of the left hepatic artery with complete seal of the gastroduodenal artery (gda). The gda stump was reported to originate from the inferior to the celiac plexus with distal takeoff to the celiac artery. It was reported there must have been some further thrombosis for the amount of liver ischaemia to result, and that what was seen at the time of stenting (patent left hepatic artery and portal vein), one would not expect liver ischaemia to result. It was reported that regarding whether it was more likely the thrombosis was due to the stent or was due to the surgery performed, or both, it was likely the left artery was thrombosed before surgery. According to the report, it is possible that clot can migrate in retrograde fashion from the stent to another vessel, even as far back as the origin of the coeliac vessel. It was reported the reason for the liver ischemia and total hepatic necrosis is unknown. It was reported that sometimes blood supply within portal system itself is not sufficient per se to oxygenate the liver. It was reported the pancreatectomy itself would not have triggered thrombosis in another artery, but it is possible that the procedure can result in redistribution of blood flow away from liver. According to the report, during the pancreatectomy the liver appeared very ischaemic, so it is unknown whether the procedure resulted in further ischaemia. It was reported the liver appeared 40-50% ischemic during the pancreatectomy, and that this level of ischemia could not have been expected from just the right hepatic artery being thrombosed. It was reported the pancreatic anastomotic leak identified on the (B)(6) 2017 CT was at the jejunal pancreatic joint / anastomosis created during the whipple procedure, and this leak reportedly contributed to a higher risk of bleeding. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: a record of inquest dated (B)(6) 2018 provides the following medical causes of death: ¿ia. Multi-organ failure and sepsis. B. Liver ischaemia requiring urgent transplantation [(B)(6) 2017] and bowel ischaemia requiring colectomy [(B)(6) 2017]. C. Occlusion of hepatic artery by fractured stent (inserted [april 17]) and anastomotic leak, following whipples procedure for ampullary dysplasia. Ii. Ischaemic and hypertensive disease.¿ the (B)(6) 2018 record of inquest provides the following summary: ¿[the patient] appropriately had a complex elective whipples procedure on [(B)(6) 2017] for a large ampulla. Postoperatively he suffered both an anastomotic jejunal leak and bleeding probably from the gastroduodenal artery stent. Embolisation coils did not prevent a sentinel bleed, which required urgent insertion of a hepatic artery stent. This procedure was complicated by fracture of the stent which caused thrombosis of first the right hepatic artery and then left hepatic artery. This caused massive liver ischaemia, for which he was urgently transferred to kings college hospital for liver transplantation. Post operatively he developed an ischaemic bowel, treated with colectomy, but the combination of sepsis and multi-organ failure caused his death at 16.25 on [(B)(6) 2017]. The stent was deformed prior to insertion and not stocking more than one contributed to death as it meant that its usage was the least risky option for the doctor.¿ conclusion of the coroner as to the death of the patient states: ¿unintended consequences of necessary medical treatment.¿ the IFU provides the following instructions for inspection prior to use: ¿a. Prior to using the gore® viabahn® endoprosthesis with propaten bioactive surface, all materials and equipment to be used for the procedure should be carefully examined for bends, kinks, or other damage. B. Do not use any defective equipment. C. Do not use the gore® viabahn® endoprosthesis with propaten bioactive surface if the sterile package is compromised or the gore® viabahn® endoprosthesis with propaten bioactive surface is damaged.¿ the gore® viabahn® endoprosthesis with propaten bioactive surface IFU provides the following procedure related hazards and adverse events: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: vessel thrombosis, occlusion, pseudoaneurysm, and trauma to the vessel wall (including rupture or dissection); and / or death. The IFU also provides the following device related hazards and adverse events: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion; side branch occlusion; infection; migration; and device failure.